Event description:
Litigation alleges that based on elevated levels of cobalt and chromium in patient's body, patient will likely be required to undergo revision surgery. Update (B)(6) 2011 - updated litigation papers allege patient has injury that is ongoing and continuing in nature and has excessive levels of chromium and cobalt. Invoice identified, and part and lot numbers added. Implant and explant dates included in updated litigation. This additional information does not affect the investigation. Update: (B)(6) 2014 - medical records received. Patient was revised to address a very large amount of fluid, copious reactive grayish-stained synovium, and stem and cup loosening. Srom stem and srom sleeve added to complaint.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.